Event description:
It was reported that the lead was explanted due to increased capture threshold. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 9.5-10.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.